Event description:
A drill bit with reference number 5805-0-032, lot code k608585 was opened during a omega compression hip case. According to computer data, this lot code expired in may of 2014.

Manufacturer narrative:
The packaging for the device was discarded. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.